Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint was confirmed. A short circuit was detected in the motor cable, which was replaced to correct the reported failure. Additionally, the valve handles were found to be heavily scratched. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. When there is a short circuit in the motor cable the device will not function as intended, therefore is a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that devices would not operate. There was no harm caused to the patient. There was no delay reported in the surgery.